Manufacturer narrative:
Additional information was later reported that this ICD was explanted and replaced with a competitor's product. No other adverse patient effects were reported in association with the surgical procedure. The explanted device will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
The ICD remains implanted and in service. No additional information is available. Once analysis of the disk has been completed, this report will be updated.

Manufacturer narrative:
Once the save to disk has been received by ts and analyzed, this report will be updated.

Event description:
The strips were reviewed by another engineer and it was confirmed that the patient's r-wave morphology was very polymorphic with large waves followed by very small ones. It was also confirmed that the automatic gain setting was 0.5 to 1mv less than the actual r-wave so that there was some undersensing due to the changes in r-wave morphology. The patient is alert and talking but does have some short term memory loss. The ICD remains implanted and in service at this time. Further analysis of the save to disk is still currently being conducted.

Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device met all specifications during testing.

Manufacturer narrative:
Once the disk analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) initially undersensed a ventricular tachycardia (vt) which resulted in a delay in therapy delivery. When the arrhythmia was sensed, anti-tachycardia pacing (atp) and three shocks were delivered in which the last shock successfully converted the patient's heart. The patient is currently being hospitalized and is in a coma. The ICD was reprogrammed to resolve the undersensing. A save to disk was performed and sent to boston scientific technical services (ts) for further evaluation.

Event description:
A strip of the episode was sent to boston scientific technical services (ts). A ts representative discussed that the morphology of the arrhythmia was polymorphic with small r-waves immediately following large r-waves and varying rates between 120 to 210 bpm. The ts representative discussed that there may have been some undersensing, but overall sensing was appropriate, but slow. It was confirmed that the arrhythmia was converted after the third shock.